Manufacturer narrative:
Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock on with relevant no reported discrepancies. There have been no other similar events for the lot referenced. Not available.

Event description:
Our distributor reported that during a surgery the thread length protruding past the dome of the acetabular trial and implant of 54mm, and it was very difficult to implant. Seems that with other size of trial the problem did not occur.

Manufacturer narrative:
Conclusion: the reported event is regarding the cup impactor thread protruding from the shell trial. No allegations were made regarding the trident shell. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Our distributor reported that during a surgery the thread length protruding past the dome of the acetabular trial and implant of 54mm, and it was very difficult to implant. Seems that with other size of trial the problem did not occur.